Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on either (B)(6) 2023 or (B)(6) 2023. This MFR. Report addresses result one (1) of two (2). The consumer was diagnosed with covid-19 through telehealth doctor and was prescribed paxlovid as a result on an unknown date. Confirmation testing was not performed. The consumer was reportedly symptomatic with flu like symptoms, sore throat, cough and sever lesions on tongue. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on either (B)(6) 2023. This MFR. Report addresses result one (1) of two (2). The consumer was diagnosed with covid-19 through telehealth doctor and was prescribed paxlovid as a result on an unknown date. Confirmation testing was not performed. The consumer was reportedly symptomatic with flu like symptoms, sore throat, cough and sever lesions on tongue. No additional information was provided.